Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported to a company representative that blue lint is getting on the surgical instruments and into the eye during the procedure. There was no known patient harm. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
The lot specific to this event was not known; therefore, lot history and device history record reviews were not possible. Sample has not been returned. The root cause of the customer's complaint was not known. The manufacturer internal reference number is: (B)(4).